Manufacturer narrative:
Available details indicates that the device experienced low battery. The field service engineer (fse) evaluated the device onsite and determined that it was working properly and there was no need to replace the battery. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was not confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device had low battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.